Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, post-paced t-wave oversensing and fusion pacing was noted on the device. Abbott technical support was recommended reprogramming to resolve the event, however, no intervention has been performed to resolve the event. The patient experienced no adverse consequences.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.